Manufacturer narrative:
Investigation summary bd received two photos for investigation. Evaluation of the photos indicated a split female luer adapter. Upon visual inspection of ten retained samples, no split female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 5084110, for the indicated failure mode: cracked product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 4: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, an unspecified number of devices had a crack in the connector resulting in blood leakage. There was no health impact or consequences reported.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: fpa. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 4: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, an unspecified number of devices had a crack in the connector resulting in blood leakage. There was no health impact or consequences reported.